Manufacturer narrative:
It was reported a patient experienced burn and blister after thermage cpt treatment on the face and neck. It was reported the customer checked tip membrane and observed no issues. Additional information and product have been requested, but not received. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. Based on the available information, no causal factors can be determined, and no conclusion can be drawn.

Manufacturer narrative:
Additional medical information and product have been requested, but not received. It was reported that the surface of the tip membrane was checked and the doctor did not observe any abnormalities. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported that a physician was performing a laser treatment on a patient's face and neck and around the 200th rep, burns and blisters were observed on the treatment area. Available images were reviewed. Small blisters and an area of erythematous of lesions are visible on the left side of the face and neck. No system error's were observed during the treatment. Additional medical information has been requested, but not received.